Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse installed a new reagent 2 arm idler gear, heterogeneous module (hm) waste tubing, sample drain, reagent 2 drain, u-seal, syringe tips, and hm reagent 1 drain. The cse also installed and aligned new sample probe and reagent probes, new loci vessel liner and reset the loci statistics and ran sairs service testing. The photometer lamp was calibrated. The ltni precision test, systems check and qcs were run and passed. The cse ran a five test precision with level 2 calibrator. Patient samples are processing acceptably. The instrument files were reviewed and no issues were identified. The samples were run in serum sample cups and showed atypical aspiration patterns. The aspiration profile showed pressure variance during sampling. This was potentially caused by sample integrity issues such as fibrin, soft clots, under filled cups and bubbles in the cups. A sample probe or fluidics issue may also cause atypical aspiration profiles. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely elevated cardiac troponin-I (ltni) results were obtained on a patient sample on a dimension exl 200 instrument. One of the discordant results was reported to the physician(s) who questioned the result. The sample was repeated, in duplicate, on the same dimension exl instrument with a new reagent flex, resulting lower. The result of <0.017 ng/ml was reported to the physician(s) as a correct result. The patient was admitted to the hospital. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.